Event description:
It was reported that a patient underwent a left atrial appendage ligation+mechanical valve replacement of aortic valve+mechanical valve replacement of mitral valve (preserving subvalvular structure) +tricuspid annuloplasty+epicardial electrode implantation+pericardial fenestration procedure on (B)(6) 2025 and suture was used. During the procedure, steel wire was used to fix sternum during left atrial appendage ligation+mechanical valve replacement of aortic valve+mechanical valve replacement of mitral valve (preserving subvalvular structure) +tricuspid annuloplasty+epicardial electrode implantation+pericardial fenestration surgery. In the process of fixing sternum, without forced pulling by external force and cutting off of steel wire, the problem of pulling off suture needle happened. The surgeon immediately stopped the sternal fixation and verified the position of steel wire and suture needle to confirm that there was no in vivo residue and no injury to the surgeon; then quickly replaced another one and checked the connection firmness twice and completed the fixation according to the specifications after adjusting the operation method to control the force. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the reported issue contribute to any patient adverse consequences? No.